Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device is still implanted in patient.

Event description:
It was reported that the patient was hospitalized for removal of an automatic internal cardiac defibrillator (aicd). The treating facility thought that the lead of the aicd was infected per the results of an echocardiogram. The aicd was reportedly removed and the "patient subsequently had a loss of consciousness". A computed tomography (CT) scan revealed a sub-arachnoid bleed with herniation. A decision was made to withdraw care and the patient expired. The treating physician stated that they "do not feel that this was related to the ventricular assist device (vad)". An autopsy is not being done; therefore the device will not be removed and returned to the manufacturer for evaluation.